Event description:
Pt underwent subcutaneous mastectomies and placement of subpectoral implants in 1985, secondary to a history of atypical hyperplasia. Recent mammograms and biopsy showed focal atypical hyperplasia. Pt has a strong history of breast cancer. As a result of these two conditions a bilateral mastectomy with immediate reconstruction was peformed. Upon removal of the previously placed silicone implants a small amount of gel was present in the left wound, and upon removing the implant was found to be ruptured. Upon removal of the right implant it was also found to be ruptured.